Event description:
It was reported that during implant the torque wrench would not rotate properly. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found foreign material in the atrial and ventricular hex insets.